Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during the procedure, the tent was damaged on the proximal end. The procedure was completed with another of the same device and the there were no patient injury reported.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block h11: the tria ureteral stent was returned for analysis, however, the suture did not return. During the visual inspection under magnefication, it was found that the stent shaft detached in two parts. Both parts returned. The reported event of stent shaft break will be confirmed. It is possible to conclude that this issue could be caused by operational factors, when the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached or separated during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during the procedure, the stent was damaged on the proximal end. The procedure was completed with another of the same device and the there were no patient injury reported.